Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right atrial (ra) lead exhibited intermittent far-field oversensing of possible t-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.